Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that an out of regulation (oor) message was seen on the patient programmer. The hcp saw the oor message when attempting to show the patient how to adjust her settings. It was then stated that an oor message was seen previously but it is unknown what the patient was doing or when it occurred. It is unknown if an impedance measurement was performed and the hcp stated that they did not think the patient was having any issues with the therapy. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.